Event description:
Information was received that the patient had an epicardial ra and lv lead and epicardial defibrillation patch with a dual chamber ICD. The patient has av block iii and a secondary prophylaxis. During the time, threshold of lv pace/sense lead rose and ended at 5.5 v/1.5 ms. Rv output was set to 7.5 v/1.5 ms and device battery lost capacity very quickly. Ra threshold was also very high (3.0 v/0.7 ms) and sensing at 0.5 mv. A lead revision of the epicardial lv lead was planned. On the 4th try, the physician found a position with an acceptable threshold (1.5 v/0.5 ms) and good impedances. The old lead was capped and remains in the patient. The old device was explanted due to eri and the patient received a new one. The patient left the operation room in good clinical condition. Further patient information is unavailable.